Manufacturer narrative:
The (B)(4) study reported that this patient had stent thrombosis leading to myocardial infarction, and had atrial fibrillation. Medical history of listed hypertension, hyperlipidemia, and allergies. The indication for the procedure was unstable angina and positive stress test for ischemia (within the past six weeks). The target site in the proximal rca was a mildly calcified and severely tortuous type c lesion with a 75% stenosis present. The vessel was anatomically complex with greater than two lesions present. The lesion was pre-treated with a 3mm angiosculpt balloon. Two cypher stents were deployed. The first stent (3.5/23mm) was advanced into the proximal rca lesion but with balloon inflation the stent "watermelon-seeded" forward and deployed distal to the lesion. It was post-dilated with a 4mm balloon to assure its position. A second cypher stent (2.5/18mm) was then advanced into the proximal rca lesion and was successfully deployed. This stent was also post-dilated with the 4mm balloon. Following this, there was a defect noted at the distal edge of the stent thought to be an edge dissection or a thrombus. A drug eluting promus stent (3.5/13mm) was deployed in this location with 20atm and it was post-dilated with the same 4mm balloon. With post inflation there was immediate development of thrombus in the stent. Angiomax had been used during the procedure; patency of the IV site and drip rated were checked; integrilin bolus was given and the patient was started on an integrilin drip. The thrombus immediately improved with the integrilin drip, but a small distal embolization occurred in the distal pda. A 0.014" whisper wire was used to cross the artery and a 2.5mm balloon was used to dilate both the distal stenosis and ptca in this region. There was reconstitution of flow by the end of the procedure and sluggish flow into the distal pda. The patient experienced st elevation with the initial event of distal embolization but by the end of the procedure, the st elevation was completely resolved. The patient also developed atrial fibrillation with the development of the unstable syndrome; he was given an amiodarone bolus and an amiodarone drip was started. Angiomax was discontinued but the integrilin drip was continued; the symptoms resolved without sequelae. The procedure was completed. Neither product was returned for evaluation; the stents remained implanted and the delivery system of the stent that watermelon-seeded was discarded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent thrombosis, myocardial infarction and arrhythmias are all potential adverse events associated with coronary artery stenting. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. Although the cause of the watermelon-seeding could not be conclusively determined, review of the available information suggests vessel/lesion characteristics and procedural factors may have contributed to the events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00118 and 3003742446-2010-00119.

Event description:
The complaint received for the (B) (4) study indicated that the patient had stent thrombosis, suffered a myocardial infarction and had atrial fibrillation. The patient is a (B) (6) male with a history of hypertension, hyperlipidemia, and allergies. The indication for the procedure was unstable angina and positive stress test for ischemia (within the past six weeks). The target lesion was the proximal right coronary artery (rca). The vessel was described as an extremely tortuous, de, novo, type c lesion with a 75% stenosis present. Timi iii. The vessel was anatomically complex with greater than two lesions present. Percutaneous angioplasty with a 3mm angiosculpt balloon was performed of the proximal right coronary artery. Two cypher stents were deployed. The first stent (cypher 23mm x 3.50mm; lot 15078994; catalogue # csx23350) was placed in the proximal rca but with balloon inflation, the stent device "watermelon-seeded" forward and deployed distal to the lesion. It was post-inflated with a 4mm balloon to assure its position. A second cypher stent (18mmx2.50mm; lot 15077635; catalogue #cxs18250) was then placed in the proximal right coronary artery. It was successfully deployed. Follow-up 4mm balloon angioplasty was performed. Following this procedure, there was a defect noted at the distal edge of the right coronary stent thought to be an edge dissection or a thrombus.

Manufacturer narrative:
A drug eluting promus stent (3.5mm x13mm) was deployed at this location with 20 atmospheres. A 4 mm balloon used to post dilate all regions once again. With post inflation there was immediate development of thrombus in the stent. Angiomax had been used during the procedure; patency of IV site and drip rated checked; integrilin bolus was given and patient was started on integrilin. The thrombus immediately improved with the integrilin drip, but a small distal embolization occurred of the distal posterior descending artery (pda). A 0.04 whisper wire was used to cross the artery and a 2.5mm balloon was used to daughter both the distal stenosis and ptca in this region. There was reconstitution of flow by the end of the procedure and sluggish flow into the distal pda. The patient experienced st elevation with the initial event of distal embolization, but by the end of the procedure, the st elevation was completely resolved in the room. The patient also developed atrial fibrillation with the development of the unstable syndrome; he was given an amiodarone bolus and an amiodarone drip was started. Angiomax was discontinued but the integrilin drip was continued; the symptoms resolved without sequale. The patient was transferred from the room. Concomitant therapy: angiomax, integrilin, amiodarone, aspirin, beat blocker agents. Concomitant devices: 3mm angiosculpt balloon, 3mm angiosculpt balloon. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00118.

Manufacturer narrative:
(B)(4). Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2010-00118 and 3003742446-2010-00119.